Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has received very little information surrounding this event other than the initial statements given by the patient's father. Fisher & paykel healthcare is currently in the process of retrieving further information in relation to this complaint, including identification of the "heater" product that was in use at the time of the reported event and the details of the event. We will provide a follow-up report upon receipt of the requested information and completion of our investigation.

Event description:
Fisher & paykel healthcare has received a complaint from a patient's father in (B)(6). The father reported that his son was in a set-up with a "heater". The father reported that his son was approximately 60 centimeters under the "heater" for "2.5 hours at 60%- 70% heat" and that the patient "was burnt".